Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6 corrected: g3 reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient had all components revised due to pain and failure to osteointegrate which resulted in a prominent position of the acetabular shell approximately 10 months later. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: a1, a2, b1, b5, b6, b7, d1, d2, d4, d10, g2, g4, h2, h3, h4, h6. D10:zimmer m/l taper femoral stem with kinectiv technology cat# 00771300500 lot# 63398255. Zimmer kinectiv modular neck cat# 00784802200 lot# 63462068. Zimmer biolox ceramic femoral head cat#unk lot# 2875842 . Zimmer longevity acetabular liner cat# 00875100932 lot# 63322614 . Zimmer screw cat# 00625006525 lot# 63562015.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient developed deep groin and hip pain with no signs of metallosis. A revision was performed where it was found the acetabular component was found to be extremely prominent posterolaterally. Only 10 percent of the component was ingrown, the remainder had no bony attachment. All components were explanted and replaced. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause remains unchanged. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04588, 0001822565 - 2019 - 04619.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised due to unknown reason approximately 10 months later. It was noted the head and stem were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.